Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was not impacted, but the customer did not provide a specific blood glucose value. During a follow-up call on (B)(6) 2016, it was confirmed that the customer was able to load a new cartridge successfully.